Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed pressure transducer test failure during pre-use check (puc), has been caused by expiratory membrane. The technician checked the expiratory cassette, replaced membrane and the device was returned for use. There were no further failures. The decision about reportability had been made based on available information (no logs or no information about faulty part), as the initial description - pressure transducer test failure - might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to expiratory membrane which malfunction will not affect ventilation. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse

Event description:
Manufacturer's ref. #: (B)(4).